Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessels were extremely tortuous and not calcified. It was reported that the tip of the delivery system kinked during its insertion into the pt's vessel and would not advance. The physician decided not to attempt deployment and removed the delivery system from the pt. It is unknown if a sheath was used in the case. Another device was used to successfully complete the case. No add'l sequelae were reported and the pt is reported to be fine.